Event description:
On (B)(6) 2014, a (B)(6) year old female patient was taken to the operating room for mitral and tricuspid valve surgery. During surgery, upon the surgeon seating the 33-hancock ii mitral prosthesis, the surgeon could see disruption of leaflets from the sewn ring. Because of this, the prosthesis was not seated and it was removed. The prosthesis was replaced with a 231 bovine pericardial valve and this prosthesis was successfully seated with good apposition on the annulus. The procedure was completed and the patient was transferred to the cardiac surgery ICU for routine postoperative care. Site was subsequently discharged on (B)(6) 2014. There was no adverse event to the patient.